Event description:
The hospital reported that the output of their vaporizer was lower than expected. There was no report of pt involvement. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.